Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue, the impedance trend of the right ventricular pacing lead was decreasing and variable, and indicated the pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular sensed markers were aligning with what appeared to be p-waves. There was a decrease in sensing and impedance and a increase in thresholds. An xray was performed and the lead was observed to be dislodged. A lead revision was planned and the lead remains in use. No patient complications have been reported as a result of this event.